Event description:
It was reported that on the second day of use the vacuum on the device stopped working. An unknown amount of blood was discarded. No predonated/bagged blood transfusion was given to the patient. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.